Event description:
Solicited call from pt reporting that one of the 4 syringes sent last shipment was defective. No further info was reported. Lot number and exp date unk. Unk if pt experienced an adverse event due to the defective product. Unk if pt has the product on-hand. Reported to (B)(6) by pt/caregiver.